Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 342 mg/dl. Customer was hospitalized for high readings and dehydration. Customer was treated at the emergency room. Customer was wearing insulin pump at the time of hospitalization. Customer also had reading of 560 mg/dl and treated with bolus. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. The insulin pump was not returned for analysis.